Event description:
Customer reported a failure of underinfusion. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during pt infusion. Although baxter requested, no additional information was provided regarding pt demographics, medication involved, or device programming information. No additional contact information was provided.